Event description:
It was reported a balloon ruptured on the first inflation at approx 12-15 atmospheres during an iliac angioplasty procedure of a calcified lesion. Another balloon was used to successfully complete the procedure without patient complications. The device was returned, evaluated, and retained by this manufacturer. The engineering evaluation revealed a pin hole leak 1.2cm proximal of the distal radiopaque marker. Chatter marks and scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches and chatter marks on the balloon surface. It was also indicated this device was used in a calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the devices. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."